Event description:
It was reported that the catheter was placed pre-op surgery for pain management. The drugs ropivacaine 0.2% 15cc bolus on insertion was infused and 8cc per hour for 48 hours post surgery. When the patient was removing her catheter two days later at home, she had some radiating pain down the arm with catheter traction and the catheter was not coming "up easily." The pt returned to the emergency room where the physician flushed the catheter with 10cc saline to dilate space and then used a hemostat to apply gentle traction and spin to release from tissue. The catheter was removed successfully with no neural deficits. There was no pt death, injuries or complications reported. No surgical intervention was required. Add'l info received on 09/16/2010 from the sales rep stated that the catheter was all intact; a portion of the bullet tip looked to have pulled apart, but is all intact.

Manufacturer narrative:
(B)(4). F/u report will be filed if add'l info becomes available.